Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The grommet was damaged and the set screw was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the device set screw for the atrial port would not tighten with the wrench. The set screw came out of the header and then the physician was not able to tighten it. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.